Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer did not take any initial action, but with assistance from technical support, they were able to load a new cartridge successfully, and the issue was resolved.